Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was stimulation in the wrong location; the pt felt stim in the right leg but not the left leg where the stimulation was needed. There was no known accident or incident related to the event. In f/u reporting by the hcp, it was noted that the cause of the event was lead dislodgment/migration. There were no abnormal impedance measurements. The hcp replaced with lami (laminectomy) lead.